Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with critical pump error (open book image) after battery installation from pump error 55 (file number = 39; line number = 645) found in pump history files due to a hardware issue as per global logic analysis. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify charge/battery last less than expected anomaly due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer stated battery cap was bit loose and they replaced the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.